Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact with its pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. A ring gauge (fx 7487) was advanced over the pusher assembly mid-joint to measure the outer diameter (od) and found to be within specification. A pin gauge was inserted into proximal end of the introducer sheath to measure the inner diameter (ID) of the friction lock and found it to be within specification. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experienced when attempting to advance the device. The od of the pusher assembly¿s mid-joint and the ID of the introducer sheath friction lock were measured and found to be within specification. During functional testing, the returned smart coil was properly re-sheathed by the penumbra investigator. Then the returned smart coil was able to be advanced through a demonstration microcatheter and out of the distal tip without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil). During the procedure, the physician successfully placed smart coils in the target vessel. While attempting to place a new smart coil as the ninth coil in the target vessel, the physician was unable to advance a smart coil from its initial position within the introducer sheath, despite flushing the coil. Therefore, the smart coil was removed. The procedure was completed using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.